Event description:
On routine interrogation, noise was observed on the pace/sense portion of the ICD lead, consistent with a "make-or-brake" fracture. The patient had a lead extraction, explantation of old ICD and upgrade to a bi-ventricular ICD. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, quattro

Event description:
On routine interrogation, noise was observed on the pace/sense portion of the ICD lead, consistent with a "make-or-brake" fracture. The patient had a lead extraction, explantation of old ICD and upgrade to a bi-ventricular ICD. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, quattro